Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. Hospitalization, treatment, patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
B5: upon follow-up, it was reported that the patient experienced bacterial peritonitis manifested by cloudy effluent. The same day as the initial symptom onset, the patient was treated with cefazolin (at a dose of 1g per day, intraperitoneal, discontinued after a day), ceftazidime (at a dose of 1g per day, intraperitoneal, discontinued after a day), amikacin (at a dose of 140mg, once daily, intraperitoneal, discontinued after a day) for the event. Three days after the initial symptom onset, the patient was treated with sulfamethoxazole and trimethoprim (bactrim) (at a dose of 800 mg. Once per day, oral, discontinued after 12 days) for the event. At the time of this report, the patient has recovered from the events. Should additional relevant information become available, a supplemental report will be submitted.